Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced redness and discharge on the peg tube area. On (B)(6) 2017, a physician had suspected an infection after examining the peg area and prescribed 1000mg of oral augmentin 2x1 and 500mg of cipro 2x1. On (B)(6) 2017, an unspecified blood test confirmed a peg site infection.